Event description:
It was reported to philips that when transferring a patient from the bed to the system's table, using a sliding board, the table moved out of place, and the patient almost fell between the tables. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.